Manufacturer narrative:
Failure analysis performed testing on the vessel sealer extend instrument and found the primary failure of loose snake wrist cable be related to the customer complaint. The instrument was found to have a loose snake wrist cable. The housing was removed for inspection and the cable appeared to be loose at the proximal end. The instrument exhibited imprecise motion. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch and yaw directions. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument installed on the universal surgical manipulator (usm) 3 moved in the opposite direction. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the sterile adaptor and the instrument on the usm3, but the issue persisted. The tse then had the customer install the instrument on the usm1, and the issue was reproduced. The tse confirmed with the customer that the master tool manipulator (mtm) assignment was properly done. The procedure was completed with a backup instrument of same kind. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no instrument-to-instrument or system arm-to-arm interference was observed. There was no shakiness, friction, or external collisions occurred during the procedure.